Event description:
Cause of patient death reported as congestive heart failure, ischemic cardiomyopathy and coronary artery disease. The investigator has indicated the event was not related to the study device.

Event description:
One endeavor sprint drug eluting stent was implanted in the lad .it was reported that approximately 19 month post the index procedure the patient expired. Cause of death is unknown.

Event description:
Other significant conditions contributing to the patient's death but not resulting in the underlying cause were listed as copd and atrial fibrillation.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Evaluation code, results: inherent risk of procedure (death).